Event description:
Boston scientific received information that the patient was admitted to the hospital a day ago for syncopal episodes. It is unclear if these episodes were related to ventricular tachycardia (vt) below the lowest rate cutoff (rco). The local sales representative was trying to complete an interrogation and do a commanded anti-tachycardia pacing (atp) when an error code displayed. The local sales representative tried rebooting the programmer, the progress bar would appear but not complete. The programmer then crashed with two error codes displaying. The local sales representative found another programmer for the interrogation. By this time the patient was needing to be externally rescued. During this time the patient's rate accelerated spontaneously from 140 to 170. The device delivered three bursts of atp. The third burst was successful in converting the rhythm. The patient was shortness of breath (sob) and hemodynamically stable in the intensive care unit (ICU). The appropriate medications have been prescribed to the patient. No other adverse patient effects. The programmer has been sent back for analysis.

Manufacturer narrative:
The programmer has been returned and is currently undergoing analysis. This investigation will be updated when analysis has been completed.